Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive result for cefoxitin screen while testing two (2) staphlycoccus aureus isolates from two separate patients using the vitek® 2 ast-p612 test kit (reference # 22359, lot # 4921371203). Isolate 2- s. Aureus p612 lot 4921371203. Initial test: cefoxitin screen positive, oxacillin mic <=0.25 s-->r, benzlpenicillin mic=0.06 s-->r (advanced expert system¿ (aes) modified). Repeat test: cefoxitin screen negative, oxacillin mic <=0.25 s. Alternate susceptibility test: cefoxitin disc negative (susceptible). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false positive result for cefoxitin screen (oxsf) while testing two (2) staphlycoccus aureus isolates from two separate patients using the vitek® 2 ast-p612 test kit (reference # 22359, lot # 4921371203). The customer¿s strains were submitted to biomerieux for testing. The investigation testing included both the customer¿s lot (4921371203) and a random lot of vitek® 2 ast-p612 cards (4921464203), in duplicate. Cefoxitin (fox) disc testing, the reference method for the oxsf test (oxsf01n), was performed, as was pbp2a latex testing. Oxacillin (ox) agar dilution (ad), the reference method for ox (ox101n) was performed as well. For both isolates on all cards tested, negative oxsf results were obtained. This correlates with fox disc testing, which was susceptible, and pbp2a latex testing, which was negative. Both isolates on all cards tested obtained susceptible mics for ox and for ox ad. Therefore, all ox card results are in essential and categorical agreement with the reference method (ad). The cards were performing as intended for the 2 isolates. Vitek® 2 ast-p612 lot 4921371203 met final qc release criteria and passed qc performance testing.